Event description:
During a laparoscopic hernia repair, the surgeon contacted the cin and said when he was firing the device for the first time the reloading unit fell into the pt. The surgeon stated he was able to retrieve this piece without difficulty. The surgeon stated there was no consequence to the pt. 5/5/97 the hospital did not save the device.